Manufacturer narrative:
Date of this report: 6/11/98.

Event description:
After approx. 2 days of intra aortic balloon therapy, blood was noted in the tubing. The intra aortic balloon was removed. It is unknown if it was replaced. No patient injury was reported. No further information is availalbe.